Event description:
The procedure was a gastric bypass.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the technician loaded the reload onto the adapter and it test properly. When handed to the doctor, the reload would not open. Attempts were made to correct the problem but were unsuccessful. Even happened prior to use on the patient.